Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was a leak confirmed? How was the leak controlled? Did the post-operative care change based on the leak? What is the current status of the patient? Response received: patient¿s pre op diagnosis: sigma carcinoma, no neoadjuvant therapy procedure: lap. Anterior rectum resection. Device was fired normally. Characteristic cracking noise could be detected. No excessive force was necessary to fire the instrument. Tissue was evenly placed in the instrument. Tissue was normal and well supplied with blood. After removing the instrument it was observed that 1/5 of staple line was insufficient and leakage test failed. At this part of staple line the staples did not show the proper b-form. A new anastomosis was made to finish the procedure successfully. There were no negative consequences for the patient.

Event description:
It was reported that during a colon descends resection procedure, anastomosis was incomplete. They sutured by hand. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n53h8v. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.